Event description:
During an ecp treatment - had red cell pump alarms x4 at 430ml, 452ml, 495ml and 517ml whole blood processed (wbp); decreased collect rate to 20ml/min and return rate to 25ml/min with first alarm; patient without complaints; vital signs - bp=102/72, hr=96, t=98.9, r= 22; wbp lowered to 517ml to initiate early buffy collection. Able to complete a partial treatment. Therakos notified and did not want the kit returned therefore, kit not sequestered.